Event description:
It was reported by the caller that an adverse event occurred. The caller noted that the sterilmed ultrasound catheter was inserted into the patient. The caller noted that the veracross sheath was then inserted into the patient. The caller stated that the physician then attempted to go transseptal. It was then that the patient's blood pressure began to drop. The physician utilized the ultrasound catheter to view the pericardial space. The caller noted that a pericardial effusion was noticed. The physician performed a pericardiocentesis. The caller stated that the patient was in stable condition. The caller was unable to provide additional event details. The caller was unable to provide the ultrasound catheter catalog/reference or lot numbers. The caller noted that the sterilmed catheter and the veracross sheath were the only devices in the patient at the time of the event. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).